Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that many months ago, the patient received a shock. The patient was then sent to the emergency room (ER). About a month later, impedance was at 1057 ohms. Another month later, impedance measurement had dropped to 399 ohms. At a recent follow up, it was noted that there was no capture or sensing. It was thought that the lead had dislodged. The lead was reprogrammed to 'off'. No adverse patient effects were reported.

Event description:
Subsequent information received that this patient underwent a surgical intervention procedure where this left ventricular (lv) lead was explanted. No additional adverse patient effects were reported. This lv lead is no longer in service.